Manufacturer narrative:
An event in context with the aforementioned biotronik pacemaker was reported. The device was explanted. Device data were not available for analysis. The quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. As of today, the device itself has not returned for analysis and therefore could not be investigated. Should additional relevant information or the device itself become available, the investigation will be updated.

Event description:
After an implantation period of approx. 32 months, it was reported that the patient is deceased. The device was explanted by forensic surgery. Should additional information be received, this file will be updated.